Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned in two pieces. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. The rv lead was explanted to resolve the event. The patient was stable with no consequences.